Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call sensor anomaly. Customer¿s blood glucose level was 180 mg/dl. Customer advised they went to surf and noticed their sensor wire had broke off. Customer received sensor error continuously and when they removed the sensor they noticed it was broken. Customer was advised that the sensor would be replaced and agreed to return the sensor for analysis.